Manufacturer narrative:
Device repairs for implementation of field change orde (B)(4).

Event description:
The customer reported that the surveillance was experiencing the 2018 adt reboots. There was no patient incident.